Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the atrial output connector, two side bail covers, upper case, lower case, and ring cover are broken. Battery release, lead flex cover, and one heart wire contact are contaminated. Two side bails and ring are missing. (B)(4).

Event description:
It was reported the device was dropped and the connector on the atrial port is broken. It was also reported there are broken strap clips. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.